Manufacturer narrative:
Batch files retrieved from echo serial number (B)(4): batch 41164 - crrs 3 lot r779; cell 1_?, cell 2_neg, cell 3_neg; cell 1 shows slight red cell adherance batch 41164 - crrs 3 lot r768: cell 1_neg, cell 2_3+, cell 3_neg. Review of batch files from echo shows that k+ screening cell I was visually positive despite negative instrument interpretation unexpected negative interpretation is due to echo camera algorithm, per (B)(4) we are aware of some instances on the echo where the instrument may generate a negative well interpretation for capture-r® ready-screen® or capture-r® ready-ID® assays and subsequent visual interpretation of those reactions are weak positive or questionable (equivocal).

Event description:
On (B)(6) 2016 a customer reported unexpected negative results when testing a patient sample using capture-r ready-screen 3 (crrs 3) on the galileo echo instrument. The sample was from a patient with a history of anti-kell.